Manufacturer narrative:
No patient involvement reported, logfile shows technical faults when device was set to standby. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "hamilton medical ag received the following incident description: "calibration flow sensor failed". Breathing circuit and flow sensor are ok and properly connected, so problem is in sensor board (155699). "

Event description:
Hamilton medical ag received the following incident description: "hamilton medical ag received the following incident description: "calibration flow sensor failed". Breathing circuit and flow sensor are ok and properly connected, so problem is in sensor board (155699). "

Manufacturer narrative:
On (B)(6) 2022 the operator calibrated the external flow sensor, technical fault (tf) alarms occurred during the calibration process. Due to the technical faults, the unit was then no longer used until the partner technician carried out the service on 13.12.2022. He was able to reproduce the tfs which occurred during the calibration of the external flow sensor. Those tfs indicate a problem with the sensor board which is at that time 15 years old. After replacing the sensor board and checking all functions of the ventilator using the service software, the device was found functional and was released by the partner technician. No tfs have occurred since then.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The event is not a reportable event. If the failure occurred during ventilation, ventilation or therapy continues as required and has no health consequences or impact. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in maintenance. The root cause was determined to be autozero valves on sensor board not working properly. In consequence (correction) the sensor board was replaced (part number 155699). The unit passed all tests and was then operational again. There was no patient or user harm reported.

Event description:
Hamilton medical ag received the following incident description: "hamilton medical ag received the following incident description: "calibration flow sensor failed". Breathing circuit and flow sensor are ok and properly connected, so problem is in sensor board (155699). "